Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low voltage fault code of 1003. Boston scientific technical services (ts) was consulted and reported that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion conditions and were inaccurate. The device is malfunctioning and immediate replacement was recommended. At this time, evidence suggests the device remains in service. No adverse patient effects were reported.